Manufacturer narrative:
The hillrom technical support representative performed troubleshooting over the phone with the account. Per the hillrom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Inspect the cable routing for pinching, binding, and damage. Make sure all functions on the caregiver control operate correctly. Additionally, per the hillrom service manual the bed should be subject to an effective maintenance program. An annual service of the bed is advised in order to maintain its characteristics and performance. Patient pendant: disconnect the patient pendant and check the condition of the connector. Then reconnect or replace the pendant. Test each of the buttons to check that they activate the correct function and that they do not work intermittently by pressing each button for several seconds. Each movement must be continuous. Replace the pendant if necessary. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. Technical support quoted replacement of the siderail pcbs, siderail caregiver controls, and patient pendant for repair. The request is being reviewed for approval by the patient's insurance. The bed will be repaired following authorization of the repair from the patient's insurance. The authorization for repair of this bed has not been made by insurance at this time. Hillrom is completing this complaint due to the amount of time since requesting insurance authorization with no approval received. If authorization for the repair is received in the future, hillrom will open a new complaint for the repair at that time based on this information, no further action is required.

Event description:
Hillrom received a report from a customer stating the bed functioned without activation of any switches. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).